Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed false pause episodes due to under-sensing on the implantable cardiac monitor (icm). Programming changes were recommended. No patient symptoms or intervention was reported.